Event description:
A pump malfunction was reported by the caller, identified as malfunction 12, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl during the malfunction, indicating that there was no adverse impact. Tandem technical support resolved the issue by sending the customer a replacement pump. The customer will continue to use current pump for insulin therapy.